Manufacturer narrative:
Integra lifesciences corporation is filing a distributer report based upon information provided by the user facility.

Event description:
It has been reported by the patient's attorney, that the female patient underwent brain surgery in 2005 in which the reported device was used. It is alleged that due to imperfections in the product, the patient has suffered a severe brain infection that required additional hospitalization, medical bills and lost wages as well as much discomfort and pain.